Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. The lens was exchanged for a lens of the same parameters and the problem was resolved. Cause of the event was reported as device.

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. (B)(4).